Event description:
New information received noted that there the lead exhibited noise and there were no programming options available. The lead was capped and replaced on (B)(6) 2019. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited non-sustained t-wave oversensing due to lead noise. The noise was not reproducible in-clinic. Both impedance and threshold values were stable. No device intervention was performed. The patient¿s condition was stable and will continue to be monitored.